Manufacturer narrative:
B5 - lens was explanted and replaced with a different model lens. Problem was resolved. Claim# (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Lens was exchanged with a different model lens. Cause of event was not reported.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).